Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Despite multiple attempts made by olympus, the device was not returned for evaluation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, it is possible that the user initially failed to install the lamp bulbs properly, thus leading to the reported error message. When lamp does not light, the following instructions are given in the instruction manual: the lamp fails to ignite. Possible cause: (1) there is no lamp in this instrument. (2) the lamp(s) is not installed correctly. (3) the lamp(s) is broken. (4) the lamp selection lever is not in the a or b position. Solution: 1) install the lamps. (2) reinstall the lamp(s). (3) replace the lamp(s) with a new one. (4) set the lamp selection lever securely on a or b.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited a lamp error message. The user stated that the a and b lamp were just replaced, lamps are operable however, the device still showing lamp error message. The user was advised to send the device for evaluation and repair as the unit is suspected with a problem on the sensing circuit or there is an issue with the current sensing of the lamp. There was no patient involvement on this event reported. No user injury reported.